Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned instrument revealed that the balloon shows signs of inflation and is slightly unfolded at both ends. The stent is severely deformed at its proximal end and displaced on the balloon by about 2 mm in proximal direction. During the investigation the complaint instrument could be inflated to 7 atm (np), be held at this pressure and deflated again without any apparent irregularity. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
An orsiro drug-eluting stent system was selected to treat a severely calcified lesion (100 percent stenosis degree) in a mildly tortuous lad. After pre-dilatation the device was placed in the target lesion but could not be fully inflated. After withdrawal, the stent was still on the balloon. Patient finally passed away. According to the information from the hospital patient was a stemi. The death was reported as not device related.